Manufacturer narrative:
Device 43 of 296. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Returned sample evaluation: no photos associated with this case were received for evaluation. Batch record review: the lot 3c05861 was manufactured on 27 mar 2023 bodolay manufacturing line, with a total of (B)(4). Complaint investigator performed a batch record review on 09 oct 2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct. System application product (sap) material 1738482 and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. Investigation conclusion: after brainstorming and ishikawa, potential root cause to the failure mode was identified. Corrective and preventive actions will be taken for each of the causes identify for problem solution. Root cause(s):method: dirty carts to transport materials; dirty trays. Method: mixers with residues from previous mixtures. Manpower: inadequate transfer of materials. Manpower: inadequate electrocuting lamp maintenance. Actions were taken through corrective and preventive actions (CAPA) record in database. The investigation associated with related event record has been approved and was complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092, manufacturing site: 9618003.

Event description:
It was reported that the brown spots were embedded on dressing. The defective quantity was two hundred and ninety six. The product was not used on patient. No photo is available at this time.

Manufacturer narrative:
Correction: this emdr is being submitted to correct the submitted investigation results under h11 and retract investigation results under type of investigation, investigation findings, investigation conclusions under h6 of initial emdr that was submitted on 20 oct 2023. The case was re-investigated because the complaint had an investigation that did not apply to this case. Additional information - this emdr is being submitted to include the below: d9: device available for evaluation has been selected as yes h3: device evaluated by mfg h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary batch record review: lot 3c05861 was manufactured on 27/mar/ 2023, in bodolay line, with a total of 624,000 market units (mkus). Complaint investigator performed a batch record review on 11/apr/2024, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1738482 and manufacturing order 1677082. No discrepancy related to this issue were found within the documentation. Photograph, video and/or physical sample evaluation: no photograph associated with this case was received. Returned samples from jaywave, were re-inspected to confirm defects as per convatec internal procedures. Conclusion summary of the related event: initial communications with jaywave (the customer) highlighted a difference of classification of all visual defects, in respect to the internal criteria in test methods and procedures at convatec advanced wound care (awc) haina. As well it was noted that jaywave was performing a 100% inspection, while convatec had visual sampling inspection for low severity defects of an acceptable quality level (aql) of 4.00. During the investigation, the team evaluated the corresponding batch records and their visual inspection. All lots were found to be accepted, with no nonconformity¿s (nc's). All inspection were performed accordingly as per standard operating procedure (sop), test methods (tm), procedure and process instruction (pi). Manufacturing scrap rates were also evaluated and no increase on manufacturing rates were noted. Also, returned samples from jaywave, were re-inspected to confirm defects as per convatec internal procedures. The results were non-surpassing the 4.00 acceptable quality level (aql) inspection. All defects identified corresponded to visual, low severity, defects. During the investigation, a 6m (methods, machines, materials, measurements, mother nature, and manpower) tool were used to perform analysis on potential causes, and as results, the following cause was identified: method: the inspection methods, and production methods described and noted in the corresponding documents (e.g. Standard operating procedure (sop), test methods (tm), procedure and process instruction (pi)) were reviewed with no opportunities. It was identified that convatec is performing a sampling-based inspection while jaywave (the customer) was doing a 100% inspection. This different criterion of low severity defect could contribute as to jaywave finding defects. When comparison was done of the defects rejected by jaywave. It was noted that although 4 lots were rejected from jaywave, they would still be lower that the acceptance quality limit. It was also noted that all lot returned did not exceed the acceptable quality level (aql). For this reason, it can be concluded that method is the root cause of this issue since there is no alignment of inspection method or criteria between jaywave and convatec haina. Corrective and preventive actions: corrective and preventive actions identified will be taken through corrective action / preventive actions (CAPA) plan. The investigation associated with related event has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003

Event description:
To date no additional patient or event details have been received.